Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of seven (7) homechoice automated pd sets with cassette had holes and cuts. This issue was observed before use with patient involvement. There was no damage or visible abnormalities to the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. No cuts or holes were noted, but the tubing appeared to be indented while in the coiled position. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported issue of cuts and holes was not verified. The sample did not meet specification due to the indented tubing. Should additional relevant information become available, a supplemental report will be submitted.